Event description:
The hospital reported that during a valve replacement procedure, a plug was caught by a 4.0mm embolic filter. It was reported that there had been no problems "punching" when the aortic cutter was used. When the case was completed, the surgeon found the plug in the filter. No patient effects occurred. This report is filed because the plug was caught by the embolic filter, even though the aortic cutter performed as expected, and there was no malfunction identifed with the aortic cutter.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem.